Manufacturer narrative:
The device history records (DHR) for the device were reviewed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical manager reported a patient having foreign body sensation in the left eye 1 day post lasik surgery. He was noted to have mild diffuse lamellar keratitis (dlk). The topical steroid drops were increased. Additional information states that the patient has sterile infiltrates in both eyes. The patient was noted to have no visual complaints, discomfort, or dryness, therefore, the patient is no longer on treatment and will be seen in follow up as needed. There are two medical device reports associated with this event. This report is for the patient's left eye.